Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. B)(4).

Event description:
It was reported that the patient felt tired and sluggish and was seen in the emergency room. It was suspected that the implantable cardioverter defibrillator (ICD) device exhibited possible delay of therapy during dual tachycardia due to pr logic. The atrial sensing was also intermittently dropping out on atrial fibrillation (af). Reprogramming will be performed as needed. The device remains in use. No patient complications have been reported as a result of this event.